Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic aortic valve, implanted approximately one (1) month and twenty-nine (29) days, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 27mm. No additional information has been provided.

Event description:
Edwards learned through further investigation that prior to undergoing cardiac surgery, the patient was treated for native valve endocarditis and tricuspid regurgitation. Prior to the diagnosis of native valve endocarditis, the patient was being treated for infection and bleeding issues of his dialysis graft and gastrointestinal bleeding. The surgeon placed an edwards pericardial aortic valve in the aortic position and an edwards annuloplasty ring in the tricuspid position. Sixty (60) days later, the patient underwent redo sternotomy for recurrent aortic valve endocarditis. Patient¿s post-op course was complicated by respiratory failure requiring a tracheostomy, large sub acute mallory weiss tear at the esophagogastric junction (gej) and dysphagia. He experienced a cardiac arrest, after which patient expired (post-op day #20). Cause of death was not provided.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. However, it was reported that device was removed due to recurrent endocarditis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: report of an edwards aortic bioprosthetic valve that has been explanted after an implant duration of approximately two (2) months. The reason for explant has not been provided and the device was not returned for evaluation. The root cause of this event cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events. Additional information will be reported if provided.